Event description:
It was reported that during an elective pump replacement for a reached estimated replacement indicator (eri) date, there was a catheter issue. During elective replacement on (B)(6) 2012, the catheter was either disconnected or "something happened" and the healthcare provider (hcp) had to "dig the catheter out of the scar tissues". The hcp then fixed the catheter with a repair kit. The medications in the pump were morphine (compounded) and bupivacaine. The product was initially returned with no information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2000. Product type: catheter. (B)(4). Analysis revealed that functional checks during decontamination were acceptable, no destructive analysis was performed.

Manufacturer narrative:
(B)(4). The previously reported conclusion codes no longer apply to this event.

Manufacturer narrative:
Analysis of the pump found no significant anomaly. The elective replacement indicator occurred due to time progression. Analysis of catheter segments l73868 and unknown found no significant anomaly. The catheter was returned in segments.

Manufacturer narrative:
The main device, the other relevant components include: product ID: 8709, serial (B)(4), implanted: (B)(6) 2000, product type: catheter; product ID: neu_unknown_cath, serial# unknown, product type: catheter. Outcomes attributed to adverse events: corrected to include intervention required. Type of reportable event: corrected to reflect serious injury. Evaluation codes has been updated/corrected: (B)(4) is no longer applicable. (B)(4) has been changed to (B)(4). (B)(4) are no longer applicable. (B)(4) has been changed to (B)(4). (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the healthcare provider had to add a new segment due to a tear in the pocket and she used a new sutureless cath connector. No further patient complications reported.

Event description:
Additional information received reported the patient wasn't getting any therapy prior to the elective pump replacement. The patient was doing well at the time of the report.